Event description:
Customer's father reported via phone, the insulin pump alarmed motor error while changing the infusion. Customer's blood glucose was 20 mmol/l. The device was not dropped or bumped. Customer's father was unable to rewind the device. Customer's father was advised the device to need to be replaced. Customer agreed with a same day swap. The device is being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked battery tube threads.